Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient saw a screen with a doctor icon on their patient programmer (pp) in (B)(6) 2016. It was noted that the patient was unsure of what the exact code was associated with the doctor icon screen. The indication for use was non-malignant pain. Additional information was received from the consumer. When asked what steps were taken to resolve the doctor icon the patient replied, "pending surgery." It was reported that the doctor icon issue was resolved.